Event description:
Use of hemospray from cook medical causing endoscope to adhere to pt's gastroesophageal junction causing difficulty with removal of scope. Pt is a 13 y/o female s/p elective scoliosis surgery with spinal fusion t3 to t1. Pt developed significant hematemesis on post-op day 5 and required transfusion of blood x 2 units. Pt also had epigastic abdominal pain and decision was made to perform upper endoscopy. Pt was found to have a 1 - 1.5 cm ulcer at the top part of the stomach / cardia which could only be seen when scope was in retroflexed position and torqued. The location of the ulcer was difficult to reach in order for injection or cautery and decision was made to use cook medical device hemospray. This was sprayed over the area of the ulcer which was also about 1-2 cm from the proximal scope coming out of the ge junction. The hemospray contents covered the ulcer well but also covered part of the scope. When the scope was then placed back in regular position - non-retroflexed and attempted to be removed from pt's esophagus, there was tension indicating that the scope was not able to be removed easily. Upon further evaluation, it was noted that the scope was stuck due to the hemospray. I ended up having to twist the scope in 360 degrees in both clockwise and counter clockwise direction multiple times in order to free the scope from the adherence of the hemospray. Eventually with gentle but firm pressure the scope was able to be removed. This took roughly about 3-5 mins. Another scope was then placed back in the esophagus to confirm no trauma to the esophagus or the upper portion of the stomach and that ulcer was still stable with no bleeding. Cook medical was contacted regarding reporting this event. FDA safety report ID# (B)(4).